Event description:
General report received of an unspecified number of undocumented incidents of unrestricted flows. Prior to pt use, the tubing sets were primed with saline. It was reported that after the priming was complete, the cair clamps were closed to stop the flow of saline. The customer contact reported that fluid, "continues to drip when the roller clamp is completely shut off." The tubing sets were replaced and the therapies were initiated. There were no reported delays in critical therapies. Though requested , no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).